Event description:
The customer reported the system would intermittently not display a fluoroscopic image even though x-ray was being generated. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.